Event description:
An xi davinci instrument cadiere with a frayed cable being returned to intuitive for a reimbursement. A 4/10 lives remain on this instrument. This occurred on (B)(6) 2021. No pt injury occurred. FDA safety report ID # (B)(4)